Event description:
Boston scientific crm received information that this lead had dislodged. During a repositioning attempt, the lead was damaged. As a result, the lead was explanted and replaced with a new lead. The date of implant was not made available to us.